Event description:
The lay user/pt contacted lifescan alleging that the product was prompting the error 5 message. At the time of troubleshooting, it was noted by the customer service advocate that this was not a new out of box product. The test strips were in good condition and the testing technique was correct at the time of testing. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.